Event description:
On 08/19/2025, it was reported that the user¿s ilet did not appear to deliver insulin after being reconnected following replacement. The user¿s blood glucose (bg) rose to 300 mg/dl for approximately four hours. During the call, the agent walked the user through a supply change, after which insulin delivery resumed and bg began to decline (284 mg/dl at end of call). No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.